Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found the cannula tip peeled back outside of the sensor needle canal. They also found needle tip damage and a hook was observed. See attached file for more details. Unable to confirm customer received the sensor/needle damaged due to the customer returned it opened.

Event description:
The customer called to report that a piece of plastic was coming off of the cannula and when attempting to insert the sensor, it felt painful. The customer did not insert the sensor. The customer tried to insert into her leg; was advised that it was not an approved area, but customer stated a doctor told her to use the area due to a recent surgery. The customer's blood glucose reading was 119 mg/dl. The customer's sensor was replaced and returned for analysis.